Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was running slow. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.

Manufacturer narrative:
Device manufacture date: the device manufacture date was not documented in the initial report. It has been updated as jun 16, 2010. Device evaluation: due to further investigation, the device evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that device is lacking performance was confirmed. An assessment was performed and it was found that the rotations per minute (rpm) were below specification. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Device was returned for service. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).